Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 511211 competitor lead, implanted: (B)(6) 2014. (B)(4).

Event description:
The patient reported that the device and leads were working fine at the hospital, but now "the doctors don't think it's working at all." The patient further expanded on this stating that "the doctor said the leads weren't getting enough energy or seeing the heart." Follow-up did not yield any additional relevant information regarding this event. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that both leads were implanted through an epicardial perforation in the right atrium and secured via a pursestring suture, but that neither lead was then placed epicardially on the heart surface. Both leads appeared to be pacing the atrium with elevated thresholds. Detections were turned off as the ventricle was not being sensed.

Event description:
The patient further reported that "the device wasn't hooked up right" and "leads are hooked in wrong part of heart."